Manufacturer narrative:
It was reported from the site that the patient required reintubation due to respiratory failure on (B)(6) 2015 and was extubated on (B)(6) 2015. Patient was stated as having been discharged home on (B)(6) 2015 and was said to have been transplanted on (B)(6) 2015. No additional information available. After review of available information, there does not appear to be any device performance issues that could have caused the event. It is likely that the patient's pre-existing comorbidities and clinical condition are factors that could have contributed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Pericardial effusion is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the thoracotomy study patient report that patient had sustained supraventricular arrhythmia requiring drug treatment or cardioversion. No further information provided.